Event description:
The facility reports clip misloaded and broken feeder of product. Info received, via e-mail, from facility reports that they are investigating to obtain more info.

Manufacturer narrative:
Add'l info requested from customer. Info not available at time of this report. Product sample requested, but not provided at time of this report.